Event description:
Opened 4 separate foley kits and all were missing the wipes from the baggy for pre-cleaning.

Event description:
Opened 4 separate foley kits and all were missing the wipes from the baggy for pre-cleaning.